Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette adn into the cycler. Pt stated that the cassette had a pin hole. Pt was administered prophylactic antibiotics and he had no adverse effects. Pt's effluent remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.